Event description:
Pt was involved in an auto accident in 12/97 in which she sustained a right ankle fracture. She had an open reduction internal fixation at that time. She has had chronic pain and increasing deformity of the right ankle in recent months. X-ray confirmed broken plates and she was admitted for removal of hardware and bone grafting for non-union of the right ankle. According to user facility, the pt was discharged with no complications or problems. Exact cause for the plate fractures is unk. This malfunction is occurring below the frequency and severity for this device.